Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Vp shunt placement / neurosurgeon is reporting two complaints with fv438t; progav valve component only. Two patients experience post operative overdrainage; both patients had subdural hematomas that required further surgery. Both valves implanted in (B)(6) 2014. Patients presented in (B)(6) with severe subdural hematomas which required additional surgery to have the hematomas evacuated. Valve explanted 3/8.